Event description:
It was reported that the customer was hospitalized for low blood glucose levels, with a reading of 30 mg/dl. Troubleshooting was performed, and no unusual bolus deliveries were noted in the bolus history. The mother did mention that the customer was cheerleading all day, and didn't eat very much. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.